Event description:
It was reported that this lead was implanted for left bundle branch area pacing. After pocket closure, loss of capture (loc) and premature ventricular contraction (pvc) were identified, and chest x-rays confirmed the lead had dislodged. The pocket was reopened to remove the lead, and a new lead was successfully implanted. No additional adverse patient effects were reported. The explanted was disposed, and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.